Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy. The patient had a sudden lack of bladder control at the end of (B)(6) 2016. The patient didn't feel stimulation. There were no medical procedures or emi that could be related to the issue. The patient did have a motor vehicle accident that could be related to the issue. The patient bumped up and down on their fanny during the accident. The patient alleged the possibility that the device was not working since their motor vehicle accident. The patient was in the hospital being treated for a broken back, but not for anything related to their device because no one knew about it. The patient lost their patient programmer, so nothing could be checked and there was no troubleshooting. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.